Event description:
Pt's mother reported they have to restart the pump several times to get it working, when they put the syringe in and winds up the knob the pump does not push the syringe. Pt's mother reported they have to take everything out and put it back together multiple times before it works. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: hizentra 20% pfs - 2mg. Hizentra indication: antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulinemia. Did pt miss a dose or have an interruption to therapy? - unknown; did adverse event(s) result due to product issue? - unknown; did pharmacy replace device? - yes; is device associated with event available for return? - unknown.